Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event, other relevant history, and event problem codes. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe stenosis and regurgitation. The tpvr was performed with a 29mm transcatheter valve without complications.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a 3000tfx 27mm valve, implanted in the pulmonic position for approximately 10 years, underwent a valve-in-valve procedure due to regurgitation. A transcatheter pulmonary valve replacement was performed with a 9600tfx 29mm valve. No other details at this time.